Event description:
Caller alleged imprecision with inratio. Results as follows: in 2006, first test inr = 0.7, in 2006, second test inr = 1.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060015: in 2006, first test inr = 0.7, in 2006, second test inr = 1.6, mean = 1.15; sd = 0.636; %cv = 55%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be investigated. Based on the above test results retained strips lot 060015 meets the criteria for strip precision. Caller mentioned that blood was smeared all over the strip and the unit. Caller didn't follow the usual manual. Products misused.